Event description:
It was reported that during a routine extraction of the right ventricular lead, the right atrial (ra) lead dislodged. The lead was explanted. A ra lead was attempted, but not used due to no sensing and no capture. The lead was replaced with another lead. It was also reported that during the routine replacement of the left ventricular (lv) lead, a lv lead was attempted, but not used due to the guidewire not being able to be inserted out the distal end. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.